Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 04-feb-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On an unspecified date the consumer experienced pelvic pain, severe back pain, migraines, infections, hair loss and pain in body. Essure is in progress to be removed. Follow-up received on 01-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event was considered serious and listed in the reference safety information for essure. In this case, it was reported that essure was in progress to be removed. No alternative explanation was provided. Based on the nature of event, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), infection ("infections"), alopecia ("hair loss"), pain ("pain in body") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, migraine, infection, alopecia, pain and blepharospasm outcome was unknown. The reporter considered alopecia, back pain, blepharospasm, infection, migraine, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media: blepharospasm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), infection ("infections"), alopecia ("hair loss"), pain ("pain in body") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, migraine, infection, alopecia, pain and blepharospasm outcome was unknown. The reporter considered alopecia, back pain, blepharospasm, infection, migraine, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- blapherospasm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 8-jun-2020: pfs received. On 18-apr-2019, she explanted essure. Event pelvic pain was updated as serious incident. Follow up 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the essure device was noted remianing in the uterine cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), infection ("infections"), alopecia ("hair loss"), pain ("pain in body") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, back pain, migraine, infection, alopecia, pain and blepharospasm outcome was unknown. The reporter considered alopecia, back pain, blepharospasm, device breakage, infection, migraine, pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014. Concerning the injuries reported in this case the following were reported via social media- blapherospasm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the essure device was noted remianing in the uterine cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), infection ("infections"), alopecia ("hair loss"), pain ("pain in body") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, back pain, migraine, infection, alopecia, pain and blepharospasm outcome was unknown. The reporter considered alopecia, back pain, blepharospasm, device breakage, infection, migraine, pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014. Concerning the injuries reported in this case the following were reported via social media- blapherospasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: medical record received- event device breakage was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.